Event description:
Reporter indicated that her vns generator had migrated and was believed to be at end of service. Follow-up with the treating physician revealed the generator was believed to be at end of service as no communication with the device was possible. Generator replacement is planned. Further attempts for info regarding the generator migration are pending.